Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post-implant, cardiac perforation was discovered. Patient had chest pain and discomfort. Echo showed cardiac tamponade and perforation of rv free wall. Lead revision was performed on (B)(6) 2016 and rv lead repositioned successfully. Patient left the hospital in good condition.